Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 7 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for metal remained in finger with the incident lot was not observed. Additionally, 1 customer sample along with retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to metal remained in finger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported during use the lancet part of the bd microtainer® contact-activated lancet broke off. The following information was provided by the initial reporter: translated to english. The customer stated: "after blood collection, a blood donor complained about pain (stinging sensation) at the injection site. The health care provider checked the donor¿s finger (injection site) and found something like a piece of metal in the skin and removed it with tweezers."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the lancet part of the bd microtainer® contact-activated lancet broke off. The following information was provided by the initial reporter: translated to english. The customer stated: "after blood collection, a blood donor complained about pain (stinging sensation) at the injection site. The health care provider checked the donor¿s finger (injection site) and found something like a piece of metal in the skin and removed it with tweezers."